Manufacturer narrative:
Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens, -5.50 diopter, in the patient's right eye (od) on (B)(6) 2011. The lens was reported as having a low vault and a refractive change overtime. The lens was planned to exchange for another lens. The patient's post-op best-corrected visual acuity was 20/16.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2016. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16. (B)(4).

Manufacturer narrative:
Additional information: the patient's post-op uncorrected visual acuity was 20/40. Device evaluation - the lens was returned bent and dry in a lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface (fibers). Work order search - no similar complaints were reported for units within the same lot. Corrected data: the product was not marketed in the u.s. (B)(4).